Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: according to the complaint description, the device went into ambient mode (without a patient connected) and had battery replacement 2 messages. Additionally, it was having problems with the ac cord. No patient was involved. No additional information was provided.

Manufacturer narrative:
Investigation outcome: it was reported that hamilton t1 sn (B)(6) which went into ambient mode (not on a patient) and had battery replacement 2 messages as well as it having problems with the ac cord. As stated, there was no patient involvement. No device logs were provided with this complaint, nor details of identified failure were provided. The patient information in complaint description does not match with the received information. Despite several attempts to gather more information, no further information was received. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.